Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl and was within a normal range, as confirmed. The customer was provided with instructions to reset the pump via email to address the issue later, as the malfunction code was resettable.